Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/13/2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record (DHR) confirmed the lot passed finished goods (fg) release criteria. Retained test data met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. X (product complaint level 2 and level 3 investigation procedure). No deficiency was identified. Assessment: the two I-stat results are consistent. The elevated results would be consistent with a patient on hydroxyurea. Patient information and medications were not able to be provided by the customer. There is not enough information to determine whether an I-stat product malfunction occurred. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for creatinine on a female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).